Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus pointer position on touch screen had a deviation. It was also noted that the stylus cable was pinched but functional. The company logo button was broken. The keyboard sliding rails were broken. The anti-slip layer of the radiofrequency head was missing. The paper tray was nearly empty. Software errors were noted in log. All bullets were broken. Keyboard sliding rails were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.